Event description:
It was reported that, "the subject is enrolled in (B)(4) study. During a review of the data on (B)(6) 2011, it was noted that the subject experienced a dislocation of the operative hip while installing a car radio. The event was not considered related to the device and was treated with closed reduction under anesthesia on (B)(6) 2007."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.